Event description:
It was reported that the rpm knob was not working and the procedure was cancelled. A rotapro console was selected for use. During preparation at draw test, it was noted that the revolutions per minute (rpm) knob was not working. The procedure was cancelled/rescheduled. No patient complications reported.

Event description:
It was reported that the rpm knob was not working and the procedure was cancelled. A rotapro console was selected for use. During preparation at draw test, it was noted that the revolutions per minute (rpm) knob was not working. The procedure was cancelled/rescheduled. No patient complications reported. It was further reported that patient status post procedure was stable, however therapy was not received.